Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump alarmed compromised force sensor system. Blood glucose level was 118 mg/dl at the time of the incident. No further details were provided. The insulin pump will not be returned for analysis.